Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's daughter reported that the patient had what appeared to be a second degree burn. No oozing or broken skin but looked like a second degree burn. The medical outcome of the rash is unknown as follow up attempts were unsuccessful..